Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A x 2.75 promus premier drug-eluting stent was advanced for treatment; however, it was noted that the stent itself was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: a promus premier ous mr 24 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal region were noted to be lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A x 2.75 promus premier drug-eluting stent was advanced for treatment; however, it was noted that the stent itself was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.